Event description:
It was reported that the customer had high blood glucose levels of 600 mg/dl. The customer treated with a manual insulin injection. The customer indicated having symptoms consistent with high blood glucose levels including excessive thirst, nausea and irritability. The customer also reported the lack of any alarms regarding the high blood glucose levels. Troubleshooting was done. The customer reported that there were no visible leaks or air bubbles on the insulin pump. It was reported that the blood glucose readings were not showing in some of the boluses from the history log of the insulin pump. The customer was advised that the insulin pump would need to be replaced. The customer was advised to discontinue use of the insulin pump and to revert to a back-up plan per the health care provider's instruction. No additional information was provided.

Manufacturer narrative:
The insulin pump passed all functional testing. The insulin pump was programmed with multiple bolus deliveries and all registered properly in the bolus history. No history anomaly noted. The insulin pump was received with minor scratched display window, cracked case at display window corners, cracked reservoir tube lip. The test ultralink blood glucose meter communicates properly with the insulin pump. The bolus wizard feature functioned properly per bolus wizard sample in the user guide. The blood glucose reading and bolus delivery recorded properly.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.